Event description:
It was reported by service report that the head-end is working intermittently, and the lift goes down slowly without pushing the up and down motion controls. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken connector on the power inlet module.